Manufacturer narrative:
Investigation: it was reported that "epi misassociated one accession number with the wrong demographics" (material number: 444165, serial number: (b)()). Upon further investigation realized bad data was input by a user and that¿s how the mis-association occurred. Epicenter was operating normally. The complaint is not confirmed as a failure of bd product. The root cause is related to "user error". No parts or materials were returned for the investigation. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while using bd epicenter¿ single user software a misassociation was observed by the laboratory personnel. There was no indication that incorrect results were reported out and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd epicenter¿ single user software a misassociation was observed by the laboratory personnel. There was no indication that incorrect results were reported out and there was no report of patient impact.